Event description:
It was reported that iodihydrin leaked from the unspecified bd intima-ii¿ closed IV catheter system during the contrast injection. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2021, when the patient received contrast agent injection with enhanced CT, the left hand 20g indwelling needle extended the tube rupture and iodihydrin spilled out. There was no extravasation and edema at the puncture site. The patient is frightened and needs to be re-punctured, adding to the pain."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.